Event description:
The stent/balloon catheter was unable to be advanced around the curve of rca. Upon removal of device through guiding catheter, stent was noted to be missing from balloon. A snare was utilized and the stent pulled back to the origin of rca. However, would not withdraw further. The stent became disarticulated and separated with one marker remaining in the ostium of rca. Pt was taken to surgery for CABG.